Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that a non-abbott balloon dilatation catheter was used to pre-dilate the lesion in question (approx. 70% stenosis). The vision in question was then placed. After positioning the vision stent delivery system, the physician deployed the stent as usual with 50% contrast/saline ratio. It was gradually inflated to approximately 20 atm and then the balloon was deflated. It was noticed on screen that the stent had not opened up properly, and therefore was inflated again to approximately 24 atm. At this point the balloon dilatation catheter burst. It was then removed from the patient and the stent had still not fully expanded. A non-compliant mercury 3.0 x 10 mm balloon dilatation catheter was then placed inside the stent and inflated up to approximately 24 atm. The stent then looked fully expanded. Reportedly, there were no patient effects. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).